Event description:
The customer contact reported the patient received more medication than intended. An unspecified channel of the pump was programmed in the dose calculation mode to deliver 1000mg/100ml of diprivan at a dose of 10mcg/kg/min and the delivery was started. No further programming parameters were provided. Approximately 20 minutes later, the nurse noted that the diprivan was empty. The pump displayed a volume infused of 4.5ml. The patient became hypotensive. No specific values were provided. The patient was treated with an unspecified dose of levophed and unspecified hydration fluids. There were no reported adverse patient sequelae. It is unknown when the device was removed from clinical service. Though requested, no additional information was provided.